Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. The device had moisture damage at the motor and electronic assemblies. The device had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported via phone, the insulin pump was accidently dropped in the cooler while the device was disconnected. Customer replaced the battery and the device alarmed button error. Customer's blood glucose was 144 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.